Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's implantable cardioverter defibrillator, the device exhibited premature depletion. It was noted that the device was implanted on (B)(6) 2016 and reached the elective replacement indicator on (B)(6) 2019. The device was explanted and replaced. No adverse patient consequences were noted as a result of the premature depletion and the patient was in good physical condition after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.